Event description:
Initial information received from a consumer on 06/07/2010: a (B)(6) female received treatment with poly-l-lactic acid (sculptra aesthetic, lot # and exp date unk) for cosmetic purposes around (B)(6) 2009. Consumer reported that she received poly-l-lactic acid for the first and last time around the last of (B)(6) last year. She doesn't know how much was injected. She stated she noticed a potential reaction last saturday "about a week ago" , and she really noticed it on ((B)(6) 2010). She started having pain in her jaw and inflammation. She has large lumps where they injected around her jaw on both sides and they are "straight down" from her lips on both sides. She stated that all of the sudden she experienced swelling in her cheeks. She reported that it was the discomfort that made her notice the lumps. She stated that the lumps are the size of the end of the thumb nail and that they feel pretty big and they are everywhere. She stated that they are "fibrous tissue things." She stated that she was injected into the cheek area and around the jaw line and in the corner of the lower lips. She has taken ibuprofen and it "seemed to help some." No concomitant medications or medical history reported. No further information reported.